Event description:
Healthcare professional reported left capsular contracture baker grade unknown and "biocell". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. One opening on anterior side assessed as surgical damage. White particles calcification-like were observed on the shell.

Event description:
Healthcare professional reported a left side "biocell" and capsular contracture baker grade unknown. Device has been explanted and replaced.